Manufacturer narrative:
An evaluation and visual examination of the c-wire could not be performed, as the product was not returned from the user facility. Without the involved device, the root cause of the alleged problem could not be determined. In addition, a review of the DHR could not be performed as the lot # was not provided. A review of complaint history for this device showed no other complaints with the same failure mode received for this product. Device was not returned from the user.

Event description:
The customer reported that the c-wire pin was inserted into the patient's arm during the original surgery for the treatment of traumatic arthritis on (B)(6), 2011. Multiple attempts were made to obtain additional information regarding the original surgery with no response received. During an office post-op visit, the doctor tried to remove the c-wire but the pin retracted into her arm and was unable to be removed. On (B)(6), 2011 a second surgery was performed at the outpatient surgery center to remove the pin. There was no serious injury or any adverse outcome reported, other than the second surgery on (B)(6), 2011 to remove the pin. The female patient is doing fine with no long-term adverse affect noted.